Event description:
It was reported that the patient presented to the hospital with chest discomfort and pocket stimulation. An x-ray revealed the lead completely dislodged. The device was reprogrammed and the patient was scheduled for lead replacement. The lead was explanted and replaced with no complications. The patient was stable and is doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.